Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 44-59 mg/dl and food/sugar pills were consumed to address bg. Customer alleged the insulin type was changed to u500 insulin and was cause of low bg. Recommendation was made for the customer to discuss the event with a healthcare provider.